Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing on the right ventricular (rv) lead. Programming changes were not made. Patient condition was unknown.

Manufacturer narrative:
Correction - b5 in initial report was incorrect.

Event description:
It was reported that a patient presented remotely with their implantable cardioverter defibrillator that exhibited a non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Programming changes were not made. No patient consequences reported.